Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012710774); product type: 0195-heart valves. Non-implantable device product ID l-evolutfx-2329 (lot: unknown); product type: 0195. Non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving an evolut fx plus 29mm, a crown overlap up to the 4th node was observed during a fluoroscopic check of the valve load. The same valve was reloaded into the delivery catheter system (dcs), but the overlap persisted. Despite this, implantation preceded. A pre-implant balloon dilation of the aortic valve was performed using a 20mm balloon, with computed tomography scan measurements indicating an annulus of 21x26mm and a perimeter of 74mm, along with calcifications on the aortic annulus. During the first deployment attempt, infolding of the evolut frame was observed, leading to the recapture of the valve into the dcs and withdrawal from the patient. A new valve was then loaded into a new dcs, which showed no crown overlap during the fluoroscopic check, and was successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: pre-implant computed tomography (CT) imaging was provided. .suboptimal image quality due to motion artifact/blurry imaging. Aortic valve is trileaflet. Aortic valve leaflets appear moderately calcified. Calcification seen in annulus under left coronary cusp (lcc) extending into left ventricular outflow tract (lvot). Annulus perimeter is 73.8 millimeter (mm) with a perimeter derived diameter of 23.5 mm suggesting a 29 mm evolut. Lvot measures a perimeter of 72.7 mm and perimeter derived diameter of 22.9 mm consistent with 29 mm evolut. Sinus of valsalva (sov) diameters are within recommended range. All sinus and coronary heights are within recommended range. Aortic root angulation is 45 degrees. Bovine arch noted. Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the same valve was reloaded and the misload persisted. Evidence supports that the misloaded valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the valve implantation attempt, the valve dislodged aortic. It was reported that an infold occurred; however, the infold was not visible. There is evidence that a new valve was loaded and confirmed a good load. The new valve deployed at a depth of approximately 5mm on the non-coronary cusp in the cusp overlap view and 6-7mm on the left coronary cusp in the left anterior oblique (lao) view. The valve was released slightly under expanded, and a post implant dilatation was performed with visible expansion of the valve frame. Final angiogram revealed possible mild aortic regurgitation/paravalvular leak. There is no evidence of any further intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.